Event description:
It was reported that patient with cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture on the left ventricular (lv) channel which was noted during remote monitoring. Technical services recommended further evaluation for pacing thresholds. Furthermore, the electrogram received revealed potential atrial oversensing. This lv lead currently remains in service. No adverse patient effects were reported.